Event description:
Initial report was that a patient had undergone a sleep test and central apnea was found. The patient¿s mother expressed concern that the vns was contributing to the increase in apnea events. No other relevant information has been received to date.